Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement test, operating currents, self test and off no power test. No failed battery alarm, and no blank display was noted. However, the pump had minor scratches on the display window.

Event description:
Customer reported via phone, the insulin pump had alarmed failed battery test last night when customer changed the battery. The device kept alarming and then it started to work. The device was showing full battery and reservoir, when the device started delivering a bolus it alarmed again. Customer changed the battery twice and now the device had a blank display. Troubleshooting was performed. Customer's blood glucose was 160 mg/dl. No damage was noted in the battery compartment or components. Customer was advised to clean the battery compartment, components, and insert a new battery when dry. The device alarmed again with a new battery. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.